Event description:
Patient was revised to address loosening and poly wear.

Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.